Event description:
The customer reported that the IV set was leaking from a pin hole during patient use. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of the set leaking from a pin hole ¿tear¿ was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0360 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. Functional testing was performed; a leak was immediately observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.